Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). An ultrasound was performed, identifying fluid loss and air in the components. There were no patient complications.